Manufacturer narrative:
Device is a combination product. (B)(6) medical university. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 3.00mm promus premier¿ drug-eluting stent was selected for use; however, during unpacking of the device it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 38 x 3.00mm promus premier¿ drug-eluting stent was selected for use; however, during unpacking of the device it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent row 16 the stent was damaged with stent struts lifted and pulled distally. The damage was noted to be in the middle of the stent. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).